Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the internal log of (B)(4) revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the batteries remain connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will display yellow for 8 hours and will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Continuation of medical devices : 6947m62 lead implanted: (B)(6) 2017, 1103 vad implanted: (B)(6) 2018. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4) return date: 2018-03-19 mfg date: 2017-11-30. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4) return date: 2018-03-19 mfg date: 2017-10-31. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer because it was not charging, and a yellow indicator light displayed on the battery charger. The battery device subsequently tested out of specification during manufacturer¿s analysis. Two other batteries were also returned due to the other malfunctioning battery, and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.